Event description:
The customer reported that the system was locking up while reviewing cine runs requiring a system reboot in order to continue. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.